Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported a skin irritation under the lifevest. The patient reported a history of bypass surgery and wearing the lifevest was irritating the incision causing bleeding and scabs. The patient received treatment with an ointment for the skin irritation. Follow up was completed and the skin irritation was improving.